Event description:
Pvc extension tube leaked at distal luer fitting. Tubing was not affixed to luer fitting properly. Considerable leakage occurred during refill procedure resulting in underfill of pump reservoir. Volume of drug loss is unknown, approx 3 ml. (*)